Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture at the time of implant") and device expulsion ("migration of essure device location of device: uterus") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included eclampsia, postpartum, hypertension, anxiety disorder, multigravida, neck pain, back pain, headache, rash, sleep disturbance, fatigue, weight gain, tonsillectomy, eye operation and cholecystectomy. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and medical device site injury ("operative hysteroscopy with removal of essure implant/laparoscopic coagulation of fallopian tube, insertion injury."). On an unknown date, the patient experienced complication of device insertion ("fracture at the time of implant"), menstrual disorder ("menstruation issues") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of fractured implant due to complications from the essure device) and surgery (operative hysteroscopy with removal of essure implant laparoscopic coagulation of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, complication of device insertion, menstrual disorder, medical device site injury and depression outcome was unknown and the pelvic pain was resolving. The reporter considered complication of device insertion, depression, device breakage, device expulsion, medical device site injury, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2015. Diagnostic results: (B)(6) 2015:procedure terminated after right implant failed to release properly and left portion of implant in place, attempt at cannulation of left side revealed stenotic os. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet received. Events device expulsion, depression, insertion injury, are added. Historical & concomitant drugs conditions were added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture at the time of implant') and device expulsion ('migration of essure device location of device: uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included eclampsia, postpartum, hypertension, anxiety disorder, multigravida, neck pain, back pain, headache, rash, sleep disturbance, fatigue, weight gain, tonsillectomy, eye operation and cholecystectomy. Concomitant products included oral contraceptive nos. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and medical device site injury ("operative hysteroscopy with removal of essure implant/laparoscopic coagulation of fallopian tube, insertion injury."). On an unknown date, the patient experienced complication of device insertion ("fracture at the time of implant"), menstrual disorder ("menstruation issues") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (operative hysteroscopy with removal of essure implant laparoscopic coagulation of fallopian tube and underwent removal of fractured implant due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, complication of device insertion, menstrual disorder, medical device site injury and depression outcome was unknown and the pelvic pain was resolving. The reporter considered complication of device insertion, depression, device breakage, device expulsion, medical device site injury, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2015 & if you have not had your essure removed, are you currently planning for essure removal? No, patient received treatment pain. Diagnostic results: (B)(6) 2015:procedure terminated after right implant failed to release properly and left portion of implant in place, attempt at cannulation of left side revealed stenotic os. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture at the time of implant') and device expulsion ('migration of essure device location of device: uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included eclampsia, postpartum, hypertension, anxiety disorder, multigravida, neck pain, back pain, headache, rash, sleep disturbance, fatigue, weight gain, tonsillectomy, eye operation and cholecystectomy. Concomitant products included oral contraceptive nos. In (B)(6) 2015, the patient had essure inserted. In(B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) -2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and medical device site injury ("operative hysteroscopy with removal of essure implant/laparoscopic coagulation of fallopian tube, insertion injury."). On an unknown date, the patient experienced complication of device insertion ("fracture at the time of implant"), menstrual disorder ("menstruation issues") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (operative hysteroscopy with removal of essure implant laparoscopic coagulation of fallopian tube and underwent removal of fractured implant due to complications from the essure device). Essure was removed on 23-dec-2015. At the time of the report, the device breakage, device expulsion, complication of device insertion, menstrual disorder, medical device site injury and depression outcome was unknown and the pelvic pain was resolving. The reporter considered complication of device insertion, depression, device breakage, device expulsion, medical device site injury, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2015 & (B)(6) -2015 & if you have not had your essure removed, are you currently planning for essure removal? No patient received treatment pain diagnostic results: (B)(6) -2015:procedure terminated after right implant failed to release properly and left portion of implant in place, attempt at cannulation of left side revealed stenotic os. Most recent follow-up information incorporated above includes: on (B)(6) -2021: mr received- new reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture at the time of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), complication of device insertion ("fracture at the time of implant") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal of fractured implant due to complications from the essure device). At the time of the report, the device breakage, pelvic pain, complication of device insertion and menstrual disorder outcome was unknown. The reporter considered complication of device insertion, device breakage, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.